Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014. Patient uses acetaminophen against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(6).patient's date of birth: (B)(6).